Event description:
It was reported that the md inserted the sheath via the left femoral artery in 2007, while in the ICU. The iab was introduced, and the pump was switched on. Two days later, the pump began to alarm fos: ll, ck, re. As a result, the md removed the iab, checked the pt's arterial pressure measurement, and did not feel it was necessary for another iab. A request was made to give the pump an annual safety check. Mipm (a third party contract service provider) performed the safety check and everything was okay.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.